Event description:
During a colon resection procedure, when the device was taken out of the sterilie packaging and fired, there were no staples present. A new device was used to complete the case. There was no pt consequence.